Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated and repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported, the endoscope reprocessor had two broken yellow connectors inside the tub. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the connector was damaged by hitting a hard object or the connector was loosened, making it impossible to connect the cleaning tube. The cause of the loose connector may be the accumulation of loose stress on the connector. The event can be detected/prevented by following the instructions for use which state: chapter 3.inspection before use: 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.